Event description:
The physician felt a lot of friction while moving an 032 separator through an 032 catheter. The separator then broke at the proximal transition section outside of the patient. The physician switched to a second 032 system. The second 032 catheter tracked to the site without issue, but the physician again experienced a lot of friction when he tried to place the separator. The second 032 system was reported as having stuck in the cavernous carotid segment. Physician then finished the procedure successfully after using an 041 system and an 026 system. The physician noted that there was no patient injury as a result of this incident. This MDR is associated with MDR 3005168196-2010-00175 and MDR 3005168196-2011-00034. MDR 3005168196-2010-00175 pertains to the 032 separator only.

Manufacturer narrative:
Technical evaluation: two reperfusion 032 catheters and one separator 032 were returned. The first reperfusion catheter was kinked 2cm from the tip and 1cm from the hypotube. The second 032 catheter was kinked 8cm from the tip. The separator was found to have both kinks and a fracture just distal from the proximal support taper. Conclusion: friction was due to kinks in the distal end of the catheters. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.